Event description:
A report was received that the pt was experiencing headaches, vomiting and went to the emergency room. The physician did not believe that the dura had been punctured and that the headache was due to medication the pt had been taking, but decided to perform a blood patch. The pt's leads were explanted and she was given a morphine drip at the hospital. The pt was released from the hospital and is reportedly doing well.

Manufacturer narrative:
This is the final report.